Event description:
It was reported that the patient did not have any relief from her pain for the last two months. The pump volumes were checked by the physician in those 2 months during refills and were normal. A low battery indicator was present upon explant of the pump. The pump was replaced. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.